Manufacturer narrative:
(B)(4). Batch # t5al2a. Additional information requested but not received: did the firing knob break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returning with the device for analysis? Investigation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and fully fired; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the colectomy surgery, could not fire farther after fired 1/2 when severing colon on the 2nd firing. And the firing knob was broken. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.